Event description:
It was reported that the customer passed away. The cause of death was unknown at time of call. The mother stated that the customer was wearing the pump and as far as she knows the customer had no problems with the pump. The mother also mentioned that the customer had asthma problems and was a brittle diabetic.